Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal and heavy bleeding") in a 29-year-old female patient who had essure (batch no. 620746) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's past medical history included gerd and esophagitis. Previously administered products included for an unreported indication: loestrin. Concurrent conditions included abdominal adhesions, heavy periods, morbid obesity (body mass index of 54) and hypertension. Concomitant products included amlodipine since 2008, hydralazine since 2008 and metoprolol since 2008. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced vulvovaginal pain ("vaginal pain"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2009, 2 years after insertion of essure, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), the first episode of abdominal pain lower ("cramping"), the second episode of abdominal pain lower ("severe cramping"), migraine ("migraines") and uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition:uterine fibroids"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and hysterectomy (partial)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vulvovaginal pain, the last episode of abdominal pain lower, migraine and uterine leiomyoma outcome was unknown and the genital haemorrhage, menorrhagia, vaginal haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, migraine, pelvic pain, uterine leiomyoma, vaginal haemorrhage, vulvovaginal pain, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: pfs received. Reporter information added. Concomitant drug, lab data were added. Added event uterine fibroids, abdominal pain. Updated onset date. Updated outcome of events(abdominal pain, abnormal bleeding). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal and heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("cramping"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and migraine ("migraines"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, migraine, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: she had the need for additional surgery. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-nov-2017: legal claim received: new reporters, new event migraines was added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma (B)(6), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal and heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("cramping"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 25-sep-2017: reporter information updated. Added events vaginal pain and severe cramping. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on 13-oct-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2007 for permanent contraception. Sometime after the procedure, she reported to her healthcare provider that she was experiencing severe pelvic pain, cramping, as well as abnormal and heavy bleeding. On (B)(6) 2015, she underwent a hysterectomy. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and abnormal and heavy bleeding. These both events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including unscheduled and heavy bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident, since device removal was required (hysterectomy). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal and heavy bleeding") in an adult female patient who had essure (batch no. 620746) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted,". The patient's past medical history included gerd and esophagitis. Previously administered products included for an unreported indication: loestrin. Concurrent conditions included uterine fibroids (submucosal fibroid which is 2.7cm), abdominal adhesions, heavy periods and morbid obesity (body mass index of 54). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), the first episode of abdominal pain lower ("cramping"), the second episode of abdominal pain lower ("severe cramping") and migraine ("migraines"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and hysterectomy (partial)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, the last episode of abdominal pain lower, migraine, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pain, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet and medical record received: reporters, concomitant disease, historical conditions and essure lot number 620746 and events (abnormal bleeding (vaginal, menorrhagia), essure confirmation test not conducted) were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal and heavy bleeding") in an adult female patient who had essure (batch no. 620746) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted,". The patient's past medical history included gerd and esophagitis. Previously administered products included for an unreported indication: loestrin. Concurrent conditions included uterine fibroids (submucosal fibroid which is 2.7cm), abdominal adhesions, heavy periods and morbid obesity (body mass index of 54). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), the first episode of abdominal pain lower ("cramping"), the second episode of abdominal pain lower ("severe cramping") and migraine ("migraines"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and hysterectomy (partial)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, the last episode of abdominal pain lower, migraine, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pain, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up received on 17-nov-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). Sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore, no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and abnormal and heavy bleeding. These both events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including unscheduled and heavy bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident, since device removal was required (hysterectomy). Other nonserious events were reported. A product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.